Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pap smear abnormal and bartholin's cyst removal. Concomitant products included dicycloverin (dicyclomine), hydrocodone, ibuprofen, medroxyprogesterone acetate (depo-provera), omeprazole and tramadol from 2014 to 2018. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding"). In (B)(6)2008, the patient experienced rash ("skin rashes/rashes or skin conditions/ rash on skin from breasts to knee"). In (B)(6)2008, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In (B)(6)2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("menorrhagia"), abdominal pain lower ("lower abdominal pain"), muscle spasms ("lower back spasms") and peripheral swelling ("leg problems - leg swelling"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and rash had resolved and the dyspareunia, abdominal pain, alopecia, back pain, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, irritable bowel syndrome, abdominal pain lower, muscle spasms and peripheral swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, muscle spasms, pelvic pain, peripheral swelling, rash, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6)2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: plaintiff fact sheet - event leg problems - leg swelling, lower back spasms was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included dicycloverine (dicyclomine), hydrocodone, ibuprofen, omeprazole and tramadol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced rash ("skin rashes/rashes or skin conditions"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"). In 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("lower back pain"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (she underwent procedure to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and rash had resolved and the dyspareunia, abdominal pain, alopecia, back pain, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, irritable bowel syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: lot number, reporter information, other relevant history, lab data, product information, concomitant drugs, events- menorrhagia, gastrointestinal or digestive system condition (irritable bowel syndrome) and lower abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, pap smear abnormal and bartholin's cyst removal. Concomitant products included dicycloverine (dicyclomine), hydrocodone, ibuprofen, medroxyprogesterone acetate (depo-provera), omeprazole and tramadol from 2014 to 2018. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal vaginal bleeding"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced rash ("skin rashes/rashes or skin conditions/ rash on skin from breasts to knee"). In (B)(6) 2008, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and rash had resolved and the dyspareunia, abdominal pain, alopecia, back pain, vulvovaginal mycotic infection, vaginal haemorrhage, menorrhagia, irritable bowel syndrome and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, pelvic pain, rash, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), rash ("skin rashes"), alopecia ("hair loss"), back pain ("lower back pain"), fungal infection ("yeast infections") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent procedure to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, rash, alopecia, back pain, fungal infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fungal infection, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.